Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit likely due to a partial migration of the electrode out of cochlea. In addition at the time of implantation already two electrode channels remained extra cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Since late 2024, the user has experienced worsening hearing on the left side. A CT scan revealed 3 extra-cochlear electrodes, with electrode 10 now being at the round window.

Event description:
The user's hearing performance with the device is affected. Since late 2024, the user has experienced worsening hearing on the left side. A CT scan revealed 3 extra-cochlear electrodes, with electrode 10 now being at the round window. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was not providing benefit likely due to a partial migration of the electrode out of cochlea. In addition at the time of implantation already two electrode channels remained extra cochlea. This is a final report.

Event description:
The user's hearing performance with the device is affected. Since late 2024, the user has experienced worsening hearing on the left side. A CT scan revealed 3 extra-cochlear electrodes, with electrode 10 now being at the round window. The user was reimplanted.